Event description:
During follow-up, high pacing threshold and phrenic nerve stimulation were observed on the left ventricular (lv) lead. During device replacement for normal battery depletion, the lv lead was capped and replaced. The patient was stable and there were no adverse consequences.